Event description:
It was reported that the patient was experiencing ineffective therapy. As a result, surgical intervention was undertaken on (B)(6) 2024 where the patient's system was explanted to address the issue. The investigation did not determine which lead caused ineffective therapy.

Manufacturer narrative:
The date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000136285.

Manufacturer narrative:
A patient had their system explanted due to ineffective stimulation was reported to abbott. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.